Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside the insulin pump. The device was also received with cracked battery tube threads, cracked reservoir tube lip, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She stated that she had gone for a run and thought she may have exposed the device to moisture by dampening it with sweat. The customer's blood glucose was 100 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.